Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017; etlw1616c124e stent graft, implant date: (B)(6) 2020; etlw1610c156e stent graft, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined bipolar and unipolar rv lead impedance warnings and polarity switch; abrupt rise in and high rv lead capture threshold, with multiple rv lead warnings over several months. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.